Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Corrections: d4 - lot # d4 - expiration date. H4 - device mfg date.

Event description:
Subsequent to the previously filed MDR and eumir initial reports, additional information was received. It was reported that the patient had a small pseudoaneurysm and a large hematoma, which were reportedly due to the prostyle device(s). As treatment, ultrasound guided direct compression was applied for 30 minutes; however, this was unsuccessful. A decision was made to follow up on the patient a few weeks post procedure to see if the pseudoaneurysm and hematoma have resolved as the patient was very frail to have open surgery. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using a prostyle device after an unspecified interventional procedure using a 6f sheath. Reportedly, there was no suture present when the needle plunger was removed after deployment [cuff miss]. This occurred with two prostyle devices. Manual arterial compression was applied to achieve hemostasis. Reportedly, the patient developed a small 2cm pseudoaneurysm and a large 11cm hematoma. The patient will return for follow up at a later date to see if the adverse effects have resolved, or what additional intervention would be performed. No additional information was provided.